Event description:
Caller reported mobile system blood glucose results of 28.2 mmol/l, 14.7 mmol/l, and 10.8 mmol/l within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).